Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported sparks coming from the male end of the ac power cord. It was reported that after the device was received from central supply, the nurse plugged the ac power cord into the ac outlet to charge the battery. At this time, it was reported the nurse noted sparks coming from the plug at the male end of the ac power cord. The ac power cord was removed from the ac outlet. The customer contact indicated that upon further inspection, the nurse noted that there was a cut in the ac power cord, just above the plug. The device was removed from clinical service. There were no adverse effects to the nurse. No medical interventions were required. Though requested, no additional info was provided.